Event description:
It was reported by the surgeon to our trauma sales rep, that on calibration of the nail and targeting device the drill bit was not flowing freely through the antegrade locking hole. The surgeon reported that once he was drilling with the calibrated drill bit, the drill bit was hitting the nail distally of the antegrade locking hole. The case was completed by moving the drill sleeve to correct the aim. There were no adverse consequences for the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.